Event description:
An unk size driver rx coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the stent dislodged. No additional info has been obtained. Pt is reported to be fine.

Manufacturer narrative:
Eval results: stent dislodgement. Unk location of the stent.